Event description:
It was reported that a integrity alert (lia) triggered on the right ventricular (rv) lead, due to short interval counts (sic) and occasional over-sensed beats. Reprogramming was done for rv lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead, implanted: (B)(6) 2005. (B)(4).